Manufacturer narrative:
Details of complaint: the customer reported that their central nursing station (cns) shut down abruptly and was unable to power back on. The customer disconnected the power plug on the uninterruptible power supply (ups) then plugged it into a different outlet but that did not resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cns shut down due to a failed ups battery. Possible causes of ups failure could be single device connection, limited battery capacity, the ups battery needing to be replaced, environmental, lack of user education on limitations of the ups, communication gap on maintenance between nihon kohden (nk) and the vendor, user error, lack of maintenance. Ametek powervar ups is the nka recommended ups manufactured by ametek. The cns operator's manual cautions the user on how the cns performs in the event of power malfunction. The investigation determined the complaint did not involve a failure/malfunction of the nk product. The issue was caused due to the failure of a non-nk manufactured accessory device.

Event description:
The customer reported that their central nursing station (cns) shut down abruptly and was unable to power back on.

Manufacturer narrative:
The customer reported that their central nursing station (cns) shut down abruptly and was unable to power back on. The customer tried disconnecting the power plug for the uninterruptible power supply (ups) battery and plugged it into a different outlet but that did not work. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) shut down abruptly and was unable to power back on. The customer tried disconnecting the power plug for the uninterruptible power supply (ups) battery and plugged it into a different outlet but that did not work. No patient harm was reported.